Event description:
It was reported that the device had a long charge time and tripped elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was collected from the device and analyzed. The weekly battery voltage trend data in save to disk file 737000 shows min bat=2.71 to 2.65 volts between (B)(6) 2011 and (B)(6) 2011, is before device eri<= 2.62 volt.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device was reviewed for long charge time after 61 months of implant. The thickness measurement indicated the unit had minimal swelling. A review of the burn-in data indicated the battery has passed the requirements for the various burn parameters prior to shipment. A review of performance data showed the battery had a decreasing voltage behavior over the implant period with no unusual abrupt decreases in voltage. Based on the measurements, the battery was not internally shorted. Performance data was collected from the device and analyzed. The weekly battery voltage trend data in save to disk file (B)(4) shows min bat=2.71 to 2.65 volts between (B)(4) 2011, is before device eri<= 2.62 volt.